Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional additionally reported right side "any creases".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight within specifications, crease fold, wear abrasion, stress marks. Microscopic analysis was performed which identified crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on radius side due to fold flaw opening.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.